Event description:
The suture opened that contained an extremely short piece of suture that was frayed at the end opposite of the suture needle. The item was not used on the patient and another suture opened in its place. 2-0 vicryl 27" sh vcp417.